Event description:
Information received from the field does not address the patient's clinical status but notes that in march 2005, loss of left ventricular capture was observed. An x-ray did not reveal any changes in lead position. The lead was replaced five months later.